Manufacturer narrative:
(B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: air bubbles are visible in the line, but the pump did not alarm for air in line. No patient injury.

Manufacturer narrative:
Exemption number e2016018. (B)(4). This report has been identified as b. Braun medical inc. Internal report number (B)(4). Failure analysis and investigation results did not confirm the reported issue. Upon receipt the actual pump involved was visually and functionally inspected. Three (3) air in line tests were performed with 0.4 ml air bubbles, and the pump alarmed for air in line all three (3) times. The air sensor was tested with both air filled tubing and fluid filled tubing, and both tests were with specification. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. The pump operated as intended and the reported failure could not be reproduced. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.